Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of medical records were not provided. X-ray review identified radiolucency and osteolysis around the stem, cement fracture, and heterotopic ossification next to cup. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent right hip arthroplasty. The patient is being considered for a revision on an unknown date for radiolucency and osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup,pn unknown, ln unknown, unknown liner,pn unknown, ln unknown, unknown head,pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03201, 0001822565-2019-03206, 0001822565-2019-03209. Customer has indicated that the product is not being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right hip arthroplasty. The patient is being considered for a revision on an unknown date for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.